Event description:
A caller reported a cartridge alarm 30 during the load process of their insulin pump. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with loading a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Consequently, technical support decided to replace the pump, which was still under warranty. The customer was advised to switch to manual injections (mdi) as a backup therapy, and they were informed about receiving a replacement pump with updated software. Instructions were provided for putting the old pump into storage mode and returning it, along with programming settings and connecting their cgm to the replacement pump. The customer received a replacement pump without the need for a delivery signature.